Event description:
The clinician reports the implant was inserted (B)(6) 2024 in ada 10. On (B)(6) 2024, loss of osseointegration was verified. Patient presented with bone type iii and inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: swelling, fistula and inflammation. No further patient complications were reported.